Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device would not cut tissue. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information requested from the reporter but not yet received.

Manufacturer narrative:
(B)(4).